Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the optical adaptor was damaged by rust. The movement was not smooth and one shaft was stuck. A review of the device history record found no deviations that could have caused or contributed to the rust. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the rust damage could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported the optical adaptor on the subject device was damaged. This occurred outside of a procedure. There was no effect on a patient due to the event.